Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite¿ x dws was received for evaluation. The reported event stated that "the dws launched integrated ice, and the dws would freeze when ice image contours were selected and saved." The case study and log files were reviewed. Attempts to replicate the freeze using the returned device were also attempted. The exact issue was not replicated. It was observed that the dws screen became black for several minutes and required a shutdown. Lag between the viewmate multi (vmm) and ensite ice image could be reproduced. There were also issues with time sync between the vmm and the ensite system. The root cause could not be conclusively determined due to the exact behavior not being replicable. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the supraventricular tachycardia and pulsed field ablation pulmonary vein isolation procedure, there was a delay due to ensite x freeze issues. The ensite x froze when attempting to save and make ice contour with the ensite echo module. While automapping with the advisor hd grid x catheter in voxel mode, the ensite froze. The computer was restarted and the case was reloaded, but the ensite froze again once loaded. The computer was restarted again and a new case was started for the existing patient, which loaded a freeze again. Everything was disconnected, the dws, ensite amplifier, and current generator were restarted in that order, and a brand new case was able to be started. The procedure was completed without ensite echo. There were no adverse consequences to the patient.